Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a patient with history of rectal cancer and recent treatment of radiation and chemotherapy who underwent a laparoscopic-assisted low anterior resection with total mesorectal excision and end colostomy. Operative report provided which indicates ¿dense radiation changes¿ were encountered which obscured visualization and the procedure was converted to open. States ¿ethicon contour ta stapler green load was then passed around the distal rectum below the level of the tumor. The stapler was closed and fired. The specimen was then removed and evaluated on the back table. The specimen was opened from proximal to distal. The tumor was identified in the mid/distal rectum and grossly we were 2 cm below the tumor at our staple line. It was noted that the distal staple line was incomplete signifying a missed firing of the stapler. At this point a digital rectal examination was performed the staple line was approximately 3 cm from the anus and there was a large defect in the distal rectum where the staples did not fire.¿ the rectal stump was over sewn; however, it was felt to be unsafe to attempt an anastomosis and so end colostomy was created. No further records are provided and current patient status is unknown.